Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer confirmed with customer that there was no issue with the device. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.